Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device analysis: device photograph(s) for the device related to the reported event of deflation was reviewed on jun 29, 2020. Lot number no is possible confirm. Visual analysis of the photographs identified: wear abrasion, crease fold, yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side ¿deflation.¿ the device has been explanted.